Event description:
According to rptr, device is capable of causing death. Rptr's friend and rptr found info about it on the internet and ordered it. After using it for one week, both started experiencing the same symptoms: heart pounding as if it would burst, inability to sleep, pain in heart, and a general feeling that death is near. Rptr has medical bills totaling more than $2,000 due to this device. Rptr finally figured out that it interfered with electrical energy and went to an acupuncturist who helped. But even now, months later, rptr's heart is still beating irregularly. The upsetting thing is that when rptr called the sellers of this monstrous machine, they said, "oh, it did not do that. It causes no harm." Rptr said, "do you use it", and she said "no". Anyone who uses this machine for a week will fall ill. Rptr's friend and rptr know it caused their problems because it is the only thing they did different. Both are in fine health - wise until they used it. Rptr doesn't know if their health will ever be normal again.